Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancets would not fully penetrate on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). Due to the reported issue, the patient skipped her usual dose of medications. Immediately after, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. The correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient claims she developed a symptom suggestive of a serious injury after not being able to test due to the lancing device issue